Manufacturer narrative:
All available information was investigated and the reported physical resistance (arm positioner) was not confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to confirm the reported physical resistance (arm positioner). The definitive cause for the reported physical resistance and mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip delivery system (cds) is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for increased mean gradient pressure to 6mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr was advanced and grasping was attempted. During the first grasping attempt, the pressure gradient was noted to be 9 mmhg; the clip was released and it returned to baseline of 2 mmhg. During the second grasping attempt, the pressure gradient was noted to be 10 mmhg, again the clip was released and the gradient returned to baseline. During the third grasping attempt, there was an unidentified mechanical resistance felt while turning the arm positioner. The clip was closed to 60 degrees and was implanted successfully, reducing mr to 1-2+ and the gradient at 6 mmhg after deployment. There was no clinically significant delay in the procedure. No additional information was provided.